Manufacturer narrative:
Follow-up # 1 ¿ (10/18/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 10/7/2013 and 10/10/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch veriopro meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a year prior ago (when patient started to utilize the subject meter). Results obtained with the subject meter at that time were not specified. The patient manages his diabetes with insulin (type/ amount not specified). The patient reportedly administered self an increased dose of insulin based on the alleged higher result obtained with the subject meter. After, the patient claimed he felt low blood glucose symptoms of sleepy, sweaty and trembling. The patient ¿consumed something sweet¿ as treatment. The patient reported obtaining blood glucose results of ¿0.3 mmol/l, 0.7 mmol/l and 1.5 mmol/l¿ with another device, performed at unspecified times of each other. The patient also reported comparing results with the subject meter and a laboratory device. The patient obtained a result of ¿5.4 mmol/l¿ with the subject meter and ¿3.9 mmol/l¿ on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.